Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: the country of event is unknown, the patient has a history of bilateral mastectomy less than three years ago (approximately 2015). Concomitant medical products: mentor memory shape 300cc, catalog number is unknown, serial number is unknown, lot number is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with a mentor memory shape breast implants 300cc and experienced silent rupture of the breast implant. The side is unknown. The catalog number is unknown currently, the name is gel mentor memory shape 300cc, the brand name is unknown. The patient reported ¿fluid is accumulating around the implant.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date.